Event description:
It was reported that during a percutaneous coronary intervention procedure, withdrawal difficulties occurred. The physician attempted to load the 1.5x15mm apex balloon catheter onto the unk guide wire; however, the device was unable to advance over the guide wire. The physician tried to remove the balloon catheter from the guide wire and experienced withdrawal resistance. The device never entered the pt and was exchanged for a different device and the procedure was successfully completed. No pt complications were reported.

Event description:
Customer reports the use by date on the advantage test strip vial as (B) (6) 2009. Manufacturer's electronic inventory system confirmed the actual use by date to be (B) (6) 2004. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.